Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9316664. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the connection site. The following information was provided by the initial reporter on (B)(6) 2020, the nurse gave patient with venous indwelling needle static point, tried to min, disposal during all normal, test sensitivity negative, tried to min time after 20 minutes, indwelling needle was connected with high pressure injection tube, after the treatment the needle cap connection had a small amount of liquid flow, the needle cap was on the poor, then the nurse changed a new needle, and completed the operation, there was no affect to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the connection site. The following information was provided by the initial reporter on (B)(6) 2020, the nurse gave patient with venous indwelling needle static point, tried to min, disposal during all normal, test sensitivity negative, tried to min time after 20 minutes, indwelling needle was connected with high pressure injection tube, after the treatment the needle cap connection had a small amount of liquid flow, the needle cap was on the poor, then the nurse changed a new needle, and completed the operation, there was no affect to the patient.